Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The polaris spectra system control unit (scu) was replaced. The navigation system then passed the system checkout and was found to be fully functional. The scu was returned to medtronic for further evaluation. The returned scu powered up and was found to be fully functional. A check of the event log indicated several instances of failure to communicate with the positioning sensor unit (psu). However, during analysis the failure was unable to be replicated. There was no fault found with the returned scu. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera leds were not on. It was stated that the camera was found to be functional when tested with another medtronic navigation system's polaris spectra system control unit (scu). There was no patient present when this issue was observed.

Manufacturer narrative:
The camera returned from the vendor and the reported issue was verified and isolated to a broken internal voltage supply connector. The connection and related components have been repaired followed by required product testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera leds were not on. It was stated that the camera was found to be functional when tested with another medtronic navigation system's polaris spectra system control unit (scu). There was no patient present when this issue was observed.